Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the customer stated that upon realization that the saline roller clamp had been left open and approximately 750ml had been inadvertently delivered to the patient, the customer alerted the physician. Per physician's order, the procedure was continued. Updated root cause: root cause of the hypervolemia was due to an operator error where the saline roller clamp was unintentionally left open. Root cause of the alarm "cells detected in the plasma line" is undetermined at this time. Based on the information provided by the customer, the color in plasma line at the time of the "cells were detected in plasma line from centrifuge alarms" was clear, which is an indication that there was no cellular content in the plasma line, but instead could have been an air bubble trapped near the rbc detector that could have been causing these alarms. During the troubleshooting for the alarm was when the operator noticed that the saline roller clamps has been left open. It is unclear if the open saline roller clamps could have contributed to the potential air in the plasma line or not.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the final fluid balance (fb) of the patient was calculated to be 123%.a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: root cause of the hypervolemia was due to an operator error where the saline roller clamp was unintentionally left open. Based on the information available from the customer and the run data files, the spectra optia system operated as intended.

Event description:
The customer declined to provide patient identifier.

Manufacturer narrative:
The customer stated that they visually checked the saline bag and noted that 250ml out of 1000ml was left in the bag. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 10 minutes into an spectra optia exchange procedure, they received multiple alarms including 'cells detected in the plasma line from centrifuge' alarm. The customer contacted terumo bct support specialist for troubleshooting. The support specialist had her check the disposable set and the saline roller clamps were closed. The customer noticed that the saline bag was 2/3 empty and discovered that she had inadvertently left the inlet and return saline roller clamps both open. The physician was contacted and the procedure was continued. No medical intervention was required for this event. The customer stated that the patient is in stable condition and had no signs or symptoms. Patient identifier is not available at this time. The customer declined to return the spectra optia exchange set for investigation.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Based on the information available from the customer and the rdf, the spectra optia system operated as intended. Investigation is in process. A follow-up report will be provided.